Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was retained by facility (not returning). Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that cardiac tamponade occurred. It was reported that for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the transeptal puncture (tsp) with a non-boston scientific tsp device, the physician perforated the right atrium into the pericardial space and back into the left atrium la. His tsp was too anterior, but the physician did not touch the aorta. The physician was unaware at first of this and thought that he was left. The physician performed the whole pulmonary vein isolation (pvi) procedure, with some difficulties to manipulate the sheath, but still isolated all the veins. The patient did not show signs of perforation during the procedure. When the physician pulled out the sheath at the end of the procedure, the patients blood pressure dropped very fast and the physician discovered the perforation/cardiac tamponade. The tamponade location was on the anterior side of the right atrium, but not aorta. The tamponade was stabilized with a pericardial drain. Its in the physicians opinion, the physician perforated the patients endocardium into the pericardial space during the tsp. The complication was noticed after the procedure was complete. Imaging was used to locate the perforation. There was some difficulties maneuvering the faradrive sheath and farawave catheter during the procedure. The patient was admitted to the hospital. The patient is expected to fully recover. There was no farawave catheter malfunction. The difficulty came from the patients anatomy and the bad tsp.